Event description:
It was reported that during a da vinci-assisted radical pancreaticoduodenectomy surgical procedure, the tip of the harmonic ace was damaged during the operation. The fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: prior to use, the instrument was inspected and no abnormalities were detected. During a surgical task involving instrument removal, a device fragment fell inside the patient. The surgeon attributed the incident to a quality issue with the equipment, which had been in use for approximately half an hour. There were no functional issues observed during the operation, nor did the instrument collide with other objects or encounter resistance upon removal. The surgical staff confirmed the instrument's wrist was straightened during final removal and did not notice any damage to the cannula or the instrument itself after the event. The fragment was retrieved using endoscopic instruments, and a computed tomography (CT) scan confirmed that all fragments had been removed, eliminating the need for additional surgery. The procedure was completed by replacing the instrument with new equipment, with no harm to the patient or related postoperative complications. No fragments were retained. Additionally, there were no photographs or videos for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.439" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.